Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of a foreign clinical study reported the patient had a failed trial lead explanted due to inefficacy. The device was noted to have issues but the issues were not clarified. The outcome of the event was unknown and the device was not being returned. Additional follow up is being conducted to obtain information on the alleged device issue and the outcome. Patient indication for use is failed back surgery syndrome.

Manufacturer narrative:
.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there were no device issues. It was a case of a failed trial. The implant simply did not provide any significant relief to warranty proceeding to implantation.